Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's crt-p implant procedure, the suture sleeve on the lv lead broke. The physician was able to fixate the lead with the broken sleeve. No adverse consequences were reported.